Event description:
Reporting status: malfunction. Reporting rationale: separated shaft has previously caused or contributed to pt injury. Device issue: separated shaft. It was reported that the voyager was used to predilate and another company's stent was deployed in the first lesion. A pilot guide wire was delivered towards another lesion distally, crossing through the stent struts; however, it was quite difficult to cross the pilot guide wire through the stent struts; the voyager was re-delivered onto the pilot guide wire and engaged through the stent struts (there was also a difficulty to cross the balloon through the stent struts). Post-dilatation was performed there. During the post-dilatation, the other company's stent delivery system (sds) was inside the guiding catheter. To perform another pre-dilatation (kissing balloon technique), an attempt was made to advance the sds, but it would not move and the voyager would not move. To bail-out sticking, only the voyager was pulled strongly and the shaft separated at the guide wire exit notch area. Then all devices were removed as one unit and the separated portion came out with the devices, as being entangled with each other. None of the portions remained inside the pt. The procedure was closed without kbt. There were no pt effects. It was noted the incident had no product quality issue. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible on the hypotube, inflation lumen, balloon, and in the guide wire lumen and inflation lumen. There was contrast visible in the inflation lumen. The balloon was bunched the entire length. The inner member was separated 2.6 cm distal to the guide wire exit notch. The outer member was separated 4.4 cm distal to the guide wire exit notch. The material at the separation was jagged and torn. The inner and outer members were stretched at the guide wire exit notch for a length of 2.6 cm. There were two kinks in the hypotube 18 cm and 57.5 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. The balloon catheter 2/3 profile could not be measured due to the balloon being bunched. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.